Event description:
Implant: mdt bi-v ICD right sided implant 2004. Passive recommended sls 12fr -implant date unk. Recommended sls 14fr - 2002. Recommended sls 12fr - 2004. Lv was prepared with lld 2 and removed with manual traction. Ra lead was prepared with lld 2 and was retracted up to the innominate vein / svc junction. Lead remained lodged. Rv lead was prepped with lld 2. A 14fr was inserted over ra lead. The laser would not pass over the anode. The 14fr sls was then inserted over the rv lead without the outer sheath. Dr began gentle forward pressure with lasing. Progress was made. Physician removed sls and loaded outer sheath. This was advanced over the rv lead and lasing was continued down proximal coil. Just before the distal coil was reached, pt's pressure dropped. Pericardiocentesis was performed. The pt subsequently received a successful thoracotomy.